Manufacturer narrative:
Additional information added. The customer¿s report that after the initiation of a d10w infusion, the infants blood sugar level increased to 212 due to an over infusion was not confirmed. No obvious programming errors were found during the log review. The review of the pcu event log identified a remote infusion program was received on 27 aug 2019 at 10:23:00 pm rate:9.45ml/h vtbi:500ml. The vtbi was changed by user vtbi:20ml. At 10:59:26 pm the device was channeled off by user. Total infusion time was 36 minutes and 26 seconds with total volume infused 5.56ml. Functional testing on the disposable IV set was performed. No leaks or anomalies were observed during this test. Functional testing performed found the device to be in good working condition and delivering fluid within specification. The root cause was not identified.

Event description:
It was reported that the nurse initiated a continuous infusion of d10w 1l to infuse at the ordered rate of 9.45 ml/hour in the neonatal ICU. After the initiation of the infusion, the infants blood sugar level increased to 212. The nurse replaced the d10w infusion bag, tubing set and the devices and the patient's blood sugar level returned to normal within 2 hours of the rn noting the blood glucose spike. The customer further reported that there were no lasting adverse effects caused to the infant patient from the event.

Event description:
It was reported that the nurse initiated a continuous infusion of d10w 1l to infuse at the ordered rate of 9.45 ml/hour in the neonatal ICU. After the initiation of the infusion, the infants blood sugar level increased to 212. The nurse replaced the d10w infusion bag, tubing set and the devices and the patient's blood sugar level returned to normal within 2 hours of the rn noting the blood glucose spike. The customer further reported that there were no lasting adverse effects caused to the infant patient from the event.

Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Manufacturer narrative:
Concomitant medical products: non-bd extension;1000ml baxter bag, lot: y302158, exp: sep 20, 10% dextrose injection. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the nurse initiated a continuous infusion of d10w 1l to infuse at the ordered rate of 9.45 ml/hour in the neonatal ICU. After the initiation of the infusion, the infants blood sugar level increased to 212. The nurse replaced the d10w infusion bag, tubing set and the devices and the patient's blood sugar level returned to normal within 2 hours of the rn noting the blood glucose spike. The customer further reported that there were no lasting adverse effects caused to the infant patient from the event.